Event description:
Doctor reports patient status post revision for an abg ii modular done on (B)(6) 2015 now has a periprosthetic fracture requiring a long stem with cables. Doctor decided to perform the revision through the anterior approach incision. After removing the short citation stem that was implanted on (B)(6) 2015 he proceeded to cable the fracture back together. Once for cables were placed and the fracture reduced he proceed to prepare the femur of a restoration modular hip implant.

Manufacturer narrative:
The patient is b)(6) centimeters in height. An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "there is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered adequate and plausible to have caused the peri-prosthetic fracture problem in the current case. As such, this pi case has its root cause in an adverse combination of procedure-related (anterior approach) and patient-related factors (obesity) and is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence to suggest a device related issue. The exact root cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, return of the device are needed to fully investigate the event.

Event description:
Doctor reports patient status post revision for an abg ii modular done on b)(6) 2015 now has a periprosthetic fracture requiring a long stem with cables. Doctor decided to perform the revision through the anterior approach incision. After removing the short citation stem that was implanted on b)(6) 2015 he proceeded to cable the fracture back together. Once for cables were placed and the fracture reduced he proceed to prepare the femur of a restoration modular hip implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 1 short citation stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.